Manufacturer narrative:
Failure analysis was performed on the computing platform (cp). After having powered the unit, it resulted in a black screen, no light emitting diode (led) indications. Unit has been opened and the cp has been swapped with a good one. After that unit has been switched on and submitted to the standard process. Conclusion: main board was defective, finding confirmed customer complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not power up. As a result the computing platform was replaced. The programmer then passed all functional, safety and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an outlet shorted/sparked, after which the programmer would no longer boot-up. The programmer has been returned for repair. There was no patient involvement.